Manufacturer narrative:
Method, results and conclusion codes. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, since it was reported that the 26 millimeter (mm) valve appeared well expanded but it did not appear to make contact with the annulus after deployment, the pvl was likely attributed to the valve size initially chosen for the patient. It was suspected that the 26 mm valve was too small. Subsequently, the first valve was snared into the ascending aorta and a bigger, 29 mm valve was implanted. The pvl was resolved and no additional adverse patient effects were reported. It should be noted that the evolut pro instructions for use (IFU) states, prior to use, ¿the bioprosthesis size must be appropriate to fit the patient¿s anatomy. Proper sizing of the device is the responsibility of the physician. Refer to table 1 for available sizes. Failure to implant a device within the sizing matrix could lead to adverse effects such as those listed in section 5.0.¿ regarding the dislodgement of the first valve, it occurred during post- balloon aortic valvuloplasty (bav) which was confirmed by the cine review. Four (4) cine runs provided with the complaint were reviewed and showed the following based on the reviewer¿s discretion: (1) a still image showed an 80% deployed valve trending deep. (2) the valve was deployed to 100% and a post-bav was performed. (3) a post-bav was performed with a full balloon expansion. (4) the valve dislodged and was located in the sinuses. The cine review concluded that the valve was deployed to 100% and a post-bav was performed. The imaged confirmed that the valve was dislodged from the annulus. The images provided could not confirm the reported pvl at 80% or 100% deployed on echo. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26 mm transcatheter bioprosthetic valve, via left subclavian, upon deployment at 80 % and depth of 3 mm the transesophageal echocardiogram (tee) indicated moderate paravalvular leak (pvl). The valve was released after infolds were not seen. On angiogram, the valve looked well expanded. However, on echocardiogram (echo) the valve appeared not to make contact with the annulus . A 22mm true balloon was inserted, pacing was initiated but capture was unsuccessful. The balloon was inflated once and moderate pvl remained. As the balloon was inflated a second time, under rapid pacing, the valve dislodged and landed at mid sinus level. One portion of the valve was above the right coronary artery (rca) and the other mid-way to the left main coronary artery (lm). The valve was pulled into ascending aorta with a snare. It was suspected that 26 mm valve was too small. Subsequently, a 29 mm was implanted and resolved the pvl. No additional adverse patient effects were reported.